Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted on (B)(6) 2016; dtma1q1 crt-d, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation after the implant of the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.